Event description:
It is reported that the device was implanted approx 15 yrs ago. The pt reported pain. The hip stem was removed in 2006 and found to be fractured. Exact date of implant and explant is unk.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: no device, x-rays, age, weight, build, or activity level are available. No engineering analysis could be done. Eval: no catalog number or lot number was provided; therefore, mfg records could not be reviewed.